Event description:
It was reported, following implant in 2008, the pt experienced a loss of therapeutic effect and no stimulation sensation. One side was reportedly not working due to a break in a wire. The pt was scheduled for surgery to replace the wiring two months later. Add'l info has been requested, but was not available on the date of this report.